Manufacturer narrative:
Date of event: exact date unknown, event occurred last (B)(6) of 2022.

Event description:
It was reported that the patient has developed an open wound in the implant site. It was also reported that the wound has had healed and was reopened several times, however was unable to seek physician to inspect the open wound.